Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that the pump battery was depleting quickly also it was reported that the pump touchscreen display was gray and difficult to see. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.